Manufacturer narrative:
This device is not available for return and evaluation because it remains implanted. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Intervention to correct a failing valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of calcification, host tissue overgrowth, dehiscence, fibrosis or non-calcific degeneration. In this case, the planned procedure has been scheduled and subsequent attempts to get additional information regarding the condition of the device or reason for the intervention, information on the patient's condition or possible comorbidities have been unsuccessful; therefore, the root cause for the planned intervention remains indeterminable. If additional information becomes available, a supplemental report will be filed. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a second device, a sapien xt, is planned for implantation using a valve-in-valve procedure in an existing aortic pericardial valve. The reason for the intervention remains unknown. The implant duration of the pericardial valve is currently thirteen (13) years and five (5) months and the intervention has not been scheduled. No additional details have been provided.